Event description:
This report summarizes 6 malfunction events where a midwest e plus 1:5 high speed contra angle attachment would not hold burs. No injury resulted in any of the events.

Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 6 of 6 devices were returned for evaluation. Evaluation of one device found it to be within specification. Evaluation of one device found normal chuck wear and the turbine needed to be replaced. The device was repaired and returned to the customer. Evaluation of four devices found chuck wear and lack of maintenance. The devices were cleaned of debris and the turbines were replaced. The devices were repaired and returned to the customers.